Event description:
Reported via patient call center, it was reported that an infection and pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed, and a watchman closure device was implanted. At an unknown date post index procedure, the patient reported an infection developed that caused severe pain and fluid around the heart. The patient underwent testing for many possible reasons including a nickel allergy test which came back negative. Patient reports the infection resulted in four (4) trips to the hospital and a new blood thinner regimen that went from six (6) full strength aspirin to two (2) aspirin daily. Patient explained that he is still experiencing the complications to date despite the fact that the procedure took place a few months ago (exact date is unknown). No further details were reported.

Manufacturer narrative:
B3: bsc aware date used as event date, as event date is unknown. D1: brand name is blank because the device is known to be a watchman laa closure device, but the exact brand name is unknown even after good faith efforts were exhausted. D4: model number was not reported and is unknown even after good faith efforts were exhausted. D4: lot number was not reported and is unknown even after good faith efforts were exhausted. D4: catalog number was not reported and is unknown even after good faith efforts were exhausted. D4: expiration number was not reported and is unknown even after good faith efforts were exhausted. D4: unique identifier (UDI) was not reported and is unknown even after good faith efforts were exhausted. D6a: implant date was estimated based off aware date of 19feb2025 and the implant occurring a few months prior. Implant noted as (B)(6) 2024.